Event description:
Boston scientific received information via patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurement of greater than 200 ohms. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.